Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was conducted. The report indicates that the: manufacturing location: (B)(6). Manufacturing date: 06/08/2015. Expiration date: 04/30/2025. P/n 04.037.165s, lot #9821330 (sterile) -- 11mm/130 degree titanium (ti) cannulated tfna 440mm/left sterile. Quantity 4. Work order (B)(4) was released on (B)(6) 2015. Raw material lot no: 7959785 was received from supplier (B)(6). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming." If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a trochanteric fixation nail advanced (tfna) revision for nonunion on (B)(6) 2017. Patient was revised with trochanteric fixation nail (tfn),hip nail. No delay in surgery and patient outcome is unknown. This complaint involves three devices. This report is 1 of 3 for (B)(4).